Event description:
In 2009, the patient reported that while changing the insulin cartridge of his infusion device, he received an e10 (cartridge) error. He inserted a new battery and tried to prime but received an e2 (battery depleted) error. He inserted a new battery and again tried to prime and received an e10. He stated he is using an alkaline battery, his device is programmed to alkaline, and that the batteries are "brand new". He stated he has had elevated blood glucose readings since late night three days prior to original date. The next day, he had a 5am reading of 500 mg/dl with his normal range being 100-150 mg/dl. Symptoms were chest pains and cramping legs and he treated his reading by bolusing 16-17 units of insulin. He said he thought he might have an infection but did not have a fever. He said that when he removed his insulin cartridge tonight, he noticed insulin was on the outside of the cartridge. He stated there is no insulin in the cartridge chamber. The patient said he is a "brittle diabetic" and, just prior to the report , his blood glucose was 55 mg/dl which he corrected by drinking orange juice. The patient was assisted in clearing the e10 and successfully changing the cartridge and priming. Assistance in switching to his backup device was offered to the patient but he stated he preferred to remain on his primary device. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.